Manufacturer narrative:
Event date is estimated. A patient had their system explanted due to lead migration was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number:3006705815-2023-03152. Related manufacturer report number:3006705815-2023-03150. It was reported that the patient has twiddlers syndrome and flipped their ipg in the pocket several times leading to the migration of the patient's scs leads. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs system was explanted.